Manufacturer narrative:
(B)(4).this report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised in (B)(6) 2015 for unknown reasons.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Device history records could not be reviewed as the part and lot number is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The compatibility could not be assessed and the product history search could not be performed as the part and lot number are unknown. A definitive root cause cannot be determined with the information provided.